Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.

Manufacturer narrative:
The event date is approximate.

Event description:
The consumer reported that their diamondclean smart power toothbrush caught on fire during charge. No injury or property damage was reported.